Event description:
It was reported that; the user inserted the catheter to the patient and was administering catecholamine from the blue medial lumen. However, the occlusion alarm went off frequently and the user could not aspirate blood, so he/she judged that the lumen occluded. The user administered from the gray medial lumen, but the same issue occurred. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred.

Manufacturer narrative:
(B)(4). The customer returned one, 4-lumen cvc for analysis. Signs-of-use in the form of biological material were observed. Visual analysis did not reveal any defects or anomalies with the returned sample. The catheter body length measured 323mm, which is within the specification of the catheter product drawing. The catheter body outer diameter measured 2.92mm, which is within the specification of the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to all the extension lines and flushed. Water was observed exiting the designated locations along the catheter extrusion. A lab inventory guide wire with a diameter of 0.79mm was inserted through the distal tip of the catheter. Little to no resistance was encountered as the guide wire passed completely through the assembly. Performed per IFU statements, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". Also, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". The catheter product drawing and the catheter extrusion product drawing were reviewed as part of this complaint investigation. The IFU provided with the kit cautions the user, "open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". The IFU also states, "do not apply undue force on guidewire to reduce risk of possible breakage". The customer report of a blocked catheter leak could not be confirmed through investigation of the returned sample. The catheter passed all relevant visual, dimensional, and functional requirements, and a device history record review did not reveal any relevant findings. No blockages or occlusions were observed during flush testing of the returned device. Therefore, based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that; the user inserted the catheter to the patient and was administering catecholamine from the blue medial lumen. However, the occlusion alarm went off frequently and the user could not aspirate blood, so he/she judged that the lumen occluded. The user administered from the gray medial lumen, but the same issue occurred. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred.

Manufacturer narrative:
(B)(4).